Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Complainant reported a balloon rupture of a gastrostomy tube.